Event description:
Left knee inflammation; left knee effusion; staphylococcus aureus infection left knee. A female pt with a medical history of knee osteoarthritis was started on intra-articular hyaluronate injections (brand unk) in 2003. In january 2004, 72 hours after the 14th hyaluronate injection, the pt reported severe pain in the left knee. The joint was hot and swollen, with an intra-articular effusion. Laboratory tests showed leukocytosis (12,000 per cubic mm with 70% neutrophils) and inflammation (erythrocyte sedimentation rate [essr] 60 mm/h; and c-reactive protein [CPR] 30 mg/l). Fluid aspirated from the joint contained 25,000 cells per cubic mm and grew an oxacillin-resistant staphylococcus aureus strain after 11 days of culturing. Oxacillin (1 g tid orally) was started. After 20 days, the clinical features were unchanged and rifampin (600 mg/day orally) was added. After 20 days of the combination therapy, no changes in clinical manifestations or lab tests were noted. The pt was admitted to a hosp in march 2004. At admission, the pt's body temperature was normal and the left kee was painful, hot and swollen. No cardiac murmurs were heard by auscultation. Persistent inflammation was documented by lab tests (esr 54 mm/h; and crp 29 mg/1 [n<5 mg/1]). Joint fluid exhibited inflammatory properties (12,500 cells per cubic mm) and contained pus cells, although cultures were negative. Blood and urine cultures were negative. Plain radiographs showed kellgren lawrence grade iii osteoarthritis in the medial femorotibial compartment with no clear-cut evidence of osteitis. No marked progression in the radiographic abnormalities was noted as compared to films taken 6 months earlier. Technetium-labeled leukocyte imaging (MRI) of the knee disclosed arthritis with osteitis of the lateral condyle. Two antibiotics were given in combination: teicoplanin intravenously (500 mg/d) and fusidic acid orally (250 mg every 4 h). Joint lavage was not performed. After 2 months, the pt was free of pain and able to walk, and her lab tests showed no evidence of inflammation. She was switched to fusidic acid as monotherapy for 1 month. At reevaluation in august 2004, lab tests for inflammation were normal and the plain radiographs and MRI of the knee showed residual osteoarthritis of the lateral condyle with severe diffuse joint space narrowing and nearly complete resulution of the edema. The author did not provide causality assessment. Refer to synv-15915 for other adverse events from this reporter.